Event description:
Atricure ablation machine in room, tank opened, device plugged into machine from the sterile field. The machine was not turning green to perform cryo ablation. Attempted to reconnect device, turned on and off several times. The gauge on the nitrogen tank was frozen and biomed called to room to exchanged pressure gauge. Machine still not working. Three separate representatives called over the phone for troubleshooting. Advised to try second device for cryo. Still not working. Biomed attempted troubleshooting and confirmed all connections intact and exhaust tubing was cold indicating the nitrogen was working just the machine to start the cryo freeze was not working. None of the buttons would adjust on the front. Surgeon decided to not perform cryo and to continue with the rest of the operation. Representatives notified and a replacement machine is indicated.